Manufacturer narrative:
This event occurred in (B)(6)

Event description:
The customer received a questionable high elecsys total psa immunoassay result for one patient sample from the cobas 6000 e 601 module. The initial result was 2.05 ng/ml and was reported to a physician. The physician insisted that the patient's result should be lower because it was drawn after a prostatectomy. The repeat result was 0.01 ng/ml. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The field service representative checked the cleaning mechanism, sample suction pressure, liquid level detection (lld), and prime operation. He found no abnormality. The investigation did not identify a general instrument or reagent problem. The cause of the event could not be determined.